Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had tower door failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 had failed and required maintenance. A field service engineer (fse) found that the tower door was working and operating fine. The device was working as expected. During the process of testing the operation of doors and drawers, fse found that tower door 3 was occasionally failing and needed to be recovered and fse replaced all the latches with new ones. During the replacement of the latches, the control board on drawer 2 failed and needed to be replaced as well. After completing the replacement, the fse reconfigured the device and copied the settings from the old tower. The device now works as expected. The system functioned as intended after the field service engineer repaired the device.